Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation. The device status was mol 2, 43 charge processes had been documented. The memory content of the ICD was checked. The inspection of the available iegms confirmed the reported disturbances in the atrial and ventricular channel. The signal sensing of the ICD was then studied and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The connection system of the defibrillator was also examined mechanically. The different plate screw of the ventricular channel was raised and blocked. The plate screw could be loosened after removal of the sealing plug. The thread at the beginning of the plate screw could be loosened after removal of the sealing plug. The thread at the beginning of the plate screw was damaged, indicating a strong external force impact during the screw process. However, there was no material defect or manufacturing error. The analysis of the ICD did not show any indications of a device malfunction.

Event description:
Ous MDR - after an implantation time of about 38 months, sensing disturbances were reported in the atrial and ventricular channel. No deterioration of the patient's health was reported. The ICD and the ventricular lead were explanted.